Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Lab analysis summary: visual analysis of the returned device identified: broken on plug strap, fold creases, wear abrasion, a curved opening on radius, and brown particles in the shell. Leak test and microscopic analysis was performed which identified: a crease sharp opening on radius and a sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening. A sharp broken on plug strap assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5,d6b,d9,g1,h3,h6.

Event description:
Device has been explanted.